Event description:
(B)(4). It was reported that post a stenting treatment procedure, restenosis occurred. An unknown size taxus liberte stent was used to treat an unspecified lesion. Six month follow up angiography revealed 90% stenosis in the distal second obtuse marginal artery with a reference vessel diameter of 3.0mm. Due to its location, it was treated only with medication. It was noted that the mid right coronary artery and the distal circumflex artery had 0% stenosis and both had a reference vessel diameter of 3.5mm. The 9 month and 1 year follow up visits continued to find the patient without anginal symptoms. Additional information has been requested and is not available.

Manufacturer narrative:
Device is combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).